Event description:
Note: event date is unknown. It was initially reported to boston scientific corp., that a radial jaw 4 single use biopsy forceps jumbo was used during a colonoscopy procedure. According to the complainant, the device was inserted into the scope and was able to take a biopsy sample. The device was then removed to collect the sample and reinserted down the scope. Once through the scope it was noticed that only one of the jaws was functional (open and close) while the other side did not move. There was no report of any resistance encountered during insertion or removal of the device, and no damage or any abnormalities were noted on the device. The device was easily removed and the procedure was completed with another radial jaw 4 single use biopsy forceps jumbo. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; bent needle tail.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent and the device would open improperly in an "l" position during functional testing. As a result, measurements were taken of the curves and it was determined that one was out of specification. This could have caused the device to open in the "l" position as the bent wire tail would hang onto the "z" bend. The condition of the returned incident device was consistent with the complaint that the jaws would not function properly. The most probable root cause is manufacturing due to the improper curve forming. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).